Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon sticking to the stent was encountered. During the month of april, the physician successfully implanted a monorail taxus express2 8.8% (unk size). The stent was fully expanded and the balloon was fully inflated and deflated. The balloon stuck to the stent upon withdrawing. The physician was able to remove the balloon after using unknown maneuvers for over a period of 20-30 minutes. The physician was very upset and would not provide any further info. No pt injuries or complications were reported.